Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event.

Event description:
It was reported that the control-iq algorithm delivered multiple auto-boluses in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was inaccurately high; however, no values were provided and no meter bg reading was taken at the time of the event. As a result of the auto-boluses, customer's bg level lowered causing the customer to sweat and become unresponsive to stimuli. The customer's mother administered a glucagon injection to initially treat the low bg, and contacted the paramedics who took a meter bg reading of 107 mg/dl. The customer was subsequently admitted to the emergency room (ER) where healthcare providers administered intravenous fluids of saline and insulin to address bg. A system check was performed, and it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes with no cgm sensor readings. Customer was released from the ER on (B)(6) 2023 with the issue resolved and no permanent damage.